Manufacturer narrative:
It was reported that a patient underwent a right sided atrial flutter (afl) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During a cavotricuspid isthmus (cti) ablation for right afl, a steam pop occurred. 5 minutes later, the patient¿s blood pressure dropped, and cardiac tamponade was confirmed by intracardiac echo (ice). Pericardiocentesis was performed to remove 500 ml of fluid from the pericardial space. Protamine was given to reverse heparin effect. The patient was reported in stable condition after pericardial drainage. It is unknown if extended hospitalization was required. Patient¿s outcome is fully recovered. Physician¿s causality opinion is that adverse event was caused by the steam pop. No bwi product malfunctions or errors were reported on bwi equipment. Device evaluation details: the device evaluation has been completed. The device was visually inspected and it was found in good conditions. The magnetic sensor was tested on carto and the catheter was properly visualized; no errors were observed. The force sensor was tested and it was working properly, the force values were observed within specifications. Then, an electrical test was performed on the catheter and it was found within specifications; no electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Irrigation and deflection test were performed and it was found within specifications, the catheter was irrigating and deflecting correctly. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The customer complaint cannot be confirmed. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 9/17/2019. Initial visual analysis observed there was no visual damage or anomalies. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. A manufacturing record evaluation was performed for the finished device 30243652m number, and no internal actions related to the complaint was found during the review. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a right sided atrial flutter (afl) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During a cavotricuspid isthmus (cti) ablation for right afl, a steam pop occurred. 5 minutes later, the patient¿s blood pressure dropped, and cardiac tamponade was confirmed by intracardiac echo (ice). Pericardiocentesis was performed to remove 500 ml of fluid from the pericardial space. Protamine was given to reverse heparin effect. The patient was reported in stable condition after pericardial drainage. It is unknown if extended hospitalization was required. Patient¿s outcome is fully recovered. Physician¿s causality opinion is that adverse event was caused by the steam pop. No bwi product malfunctions or errors were reported on bwi equipment. The transeptal needle product information provided is a st jude 8.5 french sl1. The irrigated catheter was used in normal flow settings. Force visualization features used were graph, dashboard and vector. The parameters for stability used with the visitag were 2mm, 3 seconds, fot 25%, 3g, 3 mm tag size with no additional filter used. Surpoint color was used.